Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. However, the pump was received stuck in a motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during testing. No motor position encoder error was present in the alarm history. The following cosmetic damage was also noted: minor scratches on the lcd window, cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error after a battery change. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the motor error alarm. The customer did not recall any significant events leading to the motor error issues. The customer was able to rewind the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.